Manufacturer narrative:
(B)(4). Returned test strips produced lo readings on l75 and black chemistry was observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 56-191mg/dl fasting. Verified test strips expire 05/19/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/23/2015. Reviewed meter memory: (B)(6). Memory concerns:lo. Customer compared to her husbands prodigy autocode meter and results were 126mg/dl compared to her meter which registered lo. When viewing meters memory the time and date was set incorrectly.